Event description:
It was reported the patient had lactosorb plates and screws implanted on the maxillary bone on (B)(6) 2010. Patient saw the doctor on (B)(6) 2010 and there were no issues. When the doctor saw the patient on (B)(6) 2010, there was swelling around the implant site. Per the patient the swelling had been present since (B)(6) 2010 and some discharge of pus since (B)(6) 2010. On (B)(6) 2010 the lactosorb plates and screws were removed.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. See reports 1032347-2010-00193 to 195 as different implants were used in the same case.

Manufacturer narrative:
Received lot number. Review of device history records show that lot released with no recorded anomaly or deviation.